Event description:
It was reported that after use with bd vacutainer® sst¿ blood collection tubes erroneous results occurred and positive hiv result, the tube was analyzed and showed fibrin formation. Sample was recollected and retested and the result was negative. There was no reported impact to patient. The following information was provided by the initial reporter, translated from spanish to english: on 20.oct, at 9pm, it was received a blood sample in yellow stopper tube to process it for infectious diseases. It was evidenced a result of 3.0 for hiv (positive). It was reported to the physician in charge and it was requested to take a new sample. When the first tube was deeply analyzed it was observed fibrin formation. It was processed the second sample at 11pm, and the result came 0.32 (negative). Patient with pulmonary edema. There was no injury reported, the second sample was taken to confirm and discard the first result obtained.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (fibrin) because the defect was not evident in the testing of the customer lot samples. The analytes demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
Date of birth: patients birthday was not provided, (B)(6) 1932 was used based on age of patient. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with bd vacutainer® sst¿ blood collection tubes erroneous results occurred and positive hiv result, the tube was analyzed and showed fibrin formation. Sample was recollected and retested and the result was negative. There was no reported impact to patient. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6), at 9pm, it was received a blood sample in yellow stopper tube to process it for infectious diseases. It was evidenced a result of 3.0 for hiv (positive). It was reported to the physician in charge and it was requested to take a new sample. When the first tube was deeply analyzed it was observed fibrin formation. It was processed the second sample at 11pm, and the result came 0.32 (negative). Patient with pulmonary edema. There was no injury reported, the second sample was taken to confirm and discard the first result obtained.